Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file (b6171056) was submitted for review that showed events spanning approximately 25 days (12aug2022 - 07sep2022 per timestamp). Two no external power alarms were active on 15aug2022 at 08:46:52 and at 08:47:07. This alarm occurred while connected to the mpu and appears to be caused by a loss of a/c power. The backup battery provided power to the system during these events. The alarms cleared once power was restored. Pump operation was not affected. There were no other notable alarms. Additional information provided on 09sep2022 stated that the serial number, if the mpu had a v-lock connector on the ac power cord, the cause of the no external power alarm, and if any product would be returned was unknown. A root cause was unable to conclusively determined through this analysis. The device history records were unable to be reviewed for the mobile power unit (mpu) due to no serial number being provided. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through log file analysis that there were a series of no external power events on 15aug2022. This was caused by power to the mobile power unit (mpu) being briefly interrupted.